Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer¿s sensor was broke. Customer¿s blood glucose was 136mg/dl. Customer stated that sensor kept popping up with change sensor and calibration not accepted. Sensor will not be returned for analysis.